Manufacturer narrative:
(B)(4).

Event description:
It reported that patient received a vibratory notification due to a single high, out of range, pacing lead impedance measurement. Pli was measured in-clinic and found to be normal. Patient will be monitored.